Manufacturer narrative:
Photo showing device in a plastic bag. Unable to see iol inside the device. A piece of yellow material that appears to be part of the iol is adhered to the exterior of the device. Based on our observation of the attached photo, we are unable to confirm the reported complaint. A definitive determination of damage cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified the manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during the intraocular lens (iol) implantation that iol was stuck in the injector. There was a patient contact with the iol. The surgery was completed with another lens. There was no patient harm reported. Additional information has been requested.